Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they have received no delivery alarms. The customer's blood glucose level at the time of incident was over 600mg/dl. Troubleshoot was not able to be conducted due to customer not feeling well and beginning to throw up. The customer was advised to seek medical attention, but declined and states they had manual injections to treat as back up. The customer believes there may have been an occlusion preventing the insulin delivery. The customer abruptly got off the line and was not able to complete troubleshoot.